Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on the anterior side. Leak test and microscopic analysis were performed which identified: sharp opening on plug strap bond edge, striated opening on the anterior and observed void >1 mm in non-textured, valve-to shell-bond area. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: sharp opening on the plug strap bind edge assessed as an unidentified (tear) opening and a striated opening assessed as surgical damage consistent in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.